Event description:
The reporter indicated that a 13.2mm, vicm5_13.2, -5.50 diopter implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2022 as a replacement lens to address low vault. It was reported that the vault issue resolved but for satus of the eye (signs/symptoms) the reporter stated " persistent residual astigmatism." Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4). No similar complaint type events reported for units within the same lot. (B)(4).